Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the rep met with the patient and interrogated the ins and got a por message with code 0x400. Technical services reviewed the meaning of the code and caller stated that the patient didn't recall seeing a por on the programmer at all. They just stated that they saw a poor communication screen. The caller checked the impedances and none were over 10,00 but some were between 2000-600 ohms. The caller stated that they couldn't use the original settings which had a cathode/anode on both leads and was maxed out. Now with an anode/cathode/cathode/anode and now has coverage in both legs. The caller stated that this is the first time that high impedances were noticed. The patient got a the device in 2013 and it was questioned if there was an issue with the leads/ high impedance at that time. The patient can continue to use the system normally since the por was cleared and they are getting coverage. If the patient sees a por again or loses coverage they should have the ins checked again. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was no stimulation. The patient reported that she turned her therapy off and when she went to turn it back on, it gave out two little ¿shocks/zaps/volts¿ and then she could no longer feel stimulation. The patient reported that her stimulation was usually set to 9 or 9.5v but she had increased to 10.5 and still couldn¿t feel stimulation. The patient reported that she just charged the ins on the day prior to the report. There were no falls or traumas that could be related to this issue. During the call, the patient changed to group z and increased to 10.5 and reported that she still could not feel any stimulation. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.